Event description:
It was reported that the instrument was broken at the tip during use. Although the instrument was used intraoperatively, no pt complication was reported.

Manufacturer narrative:
(B) (4). Device as returned to the MFR for eval. The visual macroscopic examination shows that the lower jaw is broken off forward of the jaw pivot pin. Microscopic examination discovered fairly brittle fracture. The location, direction, and amount of force required in order induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.